Event description:
The physician performed a diagnostic procedure through the common femoral artery of the patient using the axera device. After placement of the 0.018" guidewire it was discovered that the latchwire was no longer attached to the axera device. The physician accessed the vasculature from the contralateral side and snared the latchwire and removed it. He then converted to standard arteriotomy on the left side. The procedure was completed and the patient recovered without further incident. The physician was retrained to the IFU. Specifically to the method for attaching the latchwire and confirmation of the attachment.

Manufacturer narrative:
The device was returned and failure analysis performed. The examination of the returned device revealed the latchwire to be attached to the anchor and kinked. The needle lumen anchor (nla) appeared to be bent. To verify the latching feature functioned properly, a manual pull test was conducted. It was confirmed that the latching feature was working properly. The event description does not describe the observed damage to the device and therefore it cannot be determined when the kink to the wire and bend to the nla occurred, therefore the root cause cannot be definitively determined; however, they may be due to possible excessive force applied when inserting the latchwire into the anchor during re-training. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system IFU was reviewed and found to be adequate. Per step 3 (deploying the axera access device of the IFU, "grasp the distal tip of the axera access device anchor firmly, and insert the latchwire into the distal end. Press firmly until it is completely latched. Note: confirm latch by tugging firmly on the latchwire." Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available information, is user not properly confirming the latchwire was joined to the anchor prior to use.